Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched. The lens was implanted then explanted and the procedure was completed. Additional information was received, the cartridge may be contributing to the scratched lens. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The used company cartridge was not returned. Three unopened company cartridge pouches were returned. The cartridges were evaluated through the pouch an are all cavity 173. The three returned company cartridges were opened for dye stain evaluation. The cartridges were numbered 1-3 for evaluation purposes. Top coat dye stain testing was conducted with acceptable result for the presence of top coat. Uncoated areas were observed on the sides of the nozzles. The lens carton and inserts were also returned. The lens was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The returned unopened company cartridges for this complaint were observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the samples, the cartridges were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.